Event description:
It was reported that multiple altitude alarms occurred intermittently. Reportedly, the pump was not outside the labeled altitude operating range. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.